Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an interventional procedure. It was reported that insertion of the device was "slightly difficult." The foot parked without problem. The needles were deployed and bilateral suture capture was achieved. The sutures were cut from the needles and the foot parked without problem. The device was being pulled out of the artery, when it "broke where the sheath and foot meet." The patient was taken to surgery for device removal via cutdown and closure of the arteriotomy. The paitent has been discharged home. The incident did not extended the patient's hospital stay. There were no further adverse patient sequelae.